Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred causing the customer to experienced a blood glucose level of 508 mg/dl. The customer administered a manual correction injection to address the issue. The customer reverted to an alternate method of insulin therapy.